Event description:
It was reported that the procedure was to treat lesions in the mid left anterior descending (lad) artery and the proximal circumflex (cx) artery. Pre-dilatation was performed, and the 3.0 x 15 mm xience prime stent and the 3.0 x 33 mm xience prime stent were implanted. After the second stent was deployed, a perforation was observed. The 4.0 x 19 mm graftmaster stent was deployed in the lad for treatment; however, the perforation persisted and the physician felt that the perforation occurred in the cx, as well. An additional 4.0 x 16 mm graftmaster stent was deployed in the cx and sealed the perforation. The stents were confirmed to be fully apposed to the vessel wall. The patient was transferred to the ward, but later died. No additional information was provided. This is being filed based on review of the part/lot number combination, which revealed that this device was used after the expiration date.

Manufacturer narrative:
(B)(4). Concomitant products: stents: 3.0 x 15 mm xience prime, 3.0 x 33 mm xience prime, 4.0 x 19 mm graftmaster; other: intra-procedural anticoagulants: heparin and terofeban. A review of the device history record for the reported lot revealed no nonconforming material records (ncmr) or exceptions for this lot. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-october-2012 and the implant procedure date is (B)(6) 2013 which is approximately (B)(4) post expiration. It should be noted that (rx) graftmaster IFU states to use the device prior to the use by date specified on the package. The additional devices referenced in are being filed under separate medwatch reports.